Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
Note: this report pertains to the first of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used for polyps in the large bowel during a colonic polypectomy procedure performed on (B)(6) 2024. During the procedure, the snare was passed down the working channel of the scope and to the target anatomy, the nurse had difficulty opening the handle in order to open up the snare, it felt very gritty and clunky, and there was no smooth movement between the handle and snare tip. The snare could not cut around the polyp tissue to be resected. A second device was used, but the same problem happened. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h11: the returned captivator cold single-use snare was analyzed, and a visual evaluation noted that the working length and wire were kinked. During functional testing the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly without any issue. The device was actuated manually, and it was found without any resistance. No other problems with the device were noted. The reported event of loop unable to cut was not confirmed. Upon analysis, it was found that the working length and the wire were kinked in multiple sections. It is possible that the handling and manipulation of the device may have caused or contributed to the reported kinks. It was also found that the loop was able to extend and retracted in the 10- inch loop fixture. It was noted that the kinks identified did not affect de device ability to actuate. Based on these observations, this investigation was assigned a conclusion of no problem detected.

Event description:
Note: this report pertains to the first of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used for polyps in the large bowel during a colonic polypectomy procedure performed on (B)(6) 2024. During the procedure, the snare was passed down the working channel of the scope and to the target anatomy, the nurse had difficulty opening the handle in order to open up the snare, it felt very gritty and clunky, and there was no smooth movement between the handle and snare tip. The snare could not cut around the polyp tissue to be resected. A second device was used, but the same problem happened. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.